Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device displayed an incorrect ¿cartridge units remaining¿ value of 160 units after a rewind on a cartridge that was approximately half full, leading the user to replace the consumables and set up again to restore proper readings. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user regarding setup and cartridge handling. Investigation of this case revealed an incorrect or misleading on-device display related to cartridge volume estimation, with no reproducible hardware malfunction identified during support interactions. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or setup factors affecting cartridge measurement rather than a confirmed device failure.